Event description:
(B)(6) medical center called to report that the customer was hospitalized due to high blood glucose and ketoacidosis. Customer's blood glucose was 557 mg/dl at the time of hospitalization. Caller stated that the doctor requested replacement of the insulin pump. It was unable to troubleshoot the insulin pump due to the battery cap was lost. Advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.